Event description:
Procedure type: lap colon. According to the reporter: a little piece of plastic felt off the trocar and into the abdominal cavity. It was still possible to inflate the balloon. Another device was used to complete the procedure. No pt injury reported. No add'l info available at this time.

Manufacturer narrative:
(B)(4).